Event description:
It was reported by the rep the device was used during a colon rectal procedure. It was reported that the ax55b staple line was not good. Leakage occurred. The surgeon stated that the instrument was difficult to position on the tissue. The staple line was reinforced with suture. There was no consequence to the pt.